Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Pump received with normal operating currents. No unexpected low battery alarm or replace battery now alarm noted. However, unexpected power loss alarm due to connector resistance. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on connector board, the insulin pump was monitored and functioned properly. The insulin pump was received with missing serial number label, missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, minor scratched lcd window and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had low battery alert less than 1 week and replace battery now alarm. The customer¿s blood glucose was 5.4 mmol/l at the time of incident. It was reported that the insulin pump had constant change battery alarm. Troubleshooting was performed. The insulin pump was returned for analysis.